Event description:
A report was received that the patient was experiencing discomfort from the placement of the ipg. The patient underwent a pocket revision wherein the ipg was moved. The patient was doing well postoperatively.